Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as the patient did not wash their hands prior to performing pd therapy. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj.) Vancomycin, 1 gm; injection ceftazidime, 500 mg; and inj. Reflin, 500 mg (frequencies and routes were not reported). One day after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was resolving, the patient was recovering from the event and dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.